Event description:
It was reported the patient's lead dislodged. Surgical intervention was undertaken and the physician repositioned the lead. The patient is fine post-procedure.

Manufacturer narrative:
(B)(4).